Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) and tachycardia is related to patient conditions. Tissue damage, tachycardia and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and a restricted posterior leaflet. One clip was on implanted, reducing mr to a grade of 1+. On (B)(6) 2023, the patient presented with ventricular tachycardia (tv). Echocardiography was performed and showed a flail had occurred, causing mr to increase to a grade of 4. It was noted the clip was stable on both leaflets. On (B)(6) 2023, a second mitraclip procedure was performed to treat the flail. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.